Manufacturer narrative:
The pt remains on lvad support with the replacement pump with no further issues reported. The MFR is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 17 months post implant, it was reported that the hospital discovered through x-ray that the pt had a disconnected outflow graft bend relief (MFR report #2916596-2013-00579). At the time the hospital saw no indication for re-operation as the pt was in stable condition. Approximately 20 months post-implant, the pt developed symptoms of heart failure and was readmitted into the hospital. The hospital team noticed that the aortic valve opened with every beat and the left ventricle could not unload. A decision was made to return to the operating room to reconnect the outflow graft bend relief. During the procedure, the hospital team noticed a complete occlusion from the outflow graft. There was no blood flow from the pump after disconnecting the outflow graft from the pump housing. A decision was made to exchange the pump.